Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 4, 2020.

Manufacturer narrative:
This report is submitted on october 29, 2020.

Event description:
Per the clinic, it was reported that the patient experienced poor performance with device use from onset. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2020. The patient was not reimplanted.